Manufacturer narrative:
On (B)(6) 2021 the customer reported that he has to replace the battery every 1 to 2 days. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool reveals that the following related alerts/alarms occurred in high frequency around the event date: 104=low battery alert occurred @ 08/28/2021 13:15, 08/29/2021 20:50, and 08/31/2021 05:00 to name a few. Each alert is within the expected interval of 2 weeks of one another. The adapt tool did not list any pump errors which could potentially trigger a critical pump error. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. After inserting a known good pcba2 and a known good pcba1 into the original case, the sleep current measurement fell within specs. After swapping the original pcba2 onto a known good pcba1 and then into the original case, the sleep current measurement read high, but after inserting a known good pcba2 onto the original pcba1 and then into the original case, the sleep current measurement fell within specifications again. In summary, the customer¿s report that he has to replace the battery every 1 to 2 days was confirmed. The high sleep current measurement is isolated to pcba2. (B)(4).

Event description:
Information received by medtronic stated that the insulin pump had an unexpected power error alarm. No harm was required during medical intervention. The customer will continue use of the devise.